Manufacturer narrative:
System's server has been returned to the company's repair center for further evaluation.

Event description:
Customer reported the panorama central station's server shut down, which may have affected telemetry monitoring. No pt injury was reported.